Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01415. Results: there was no physical damage on the returned unit. The lightning was plugged in and illuminated solid red indicating a system error. Conclusions: evaluation of the returned lightning revealed a solid red system error light upon power up. The unit was found to have a leak at the pinch tubing seal. If a strong positive pressure is applied to the aspiration tubing, a leak may occur. This leak likely caused the system error code. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the lightning aspiration tubing (lightning), penumbra engine (engine), and penumbra engine canister (canister). During the procedure, the lightning tubing became clogged proximal to the valve. The physician used a three way stop cock to attach a 60ml syringe with saline flush to the lightning tubing and turned on aspiration to allow the lightning tubing to clear itself; however, it was unable to clear the occlusion. The physician then applied forward pressure on the syringe to move the clot through the lightning valve; subsequently, the clot was aspirated into the canister and flashing red light illuminated on the lightning unit. After power cycling the engine a few times, the light on the lightning unit initially turned green; however, after the turning on the switch, the lightning unit turned back to flashing red light. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.